Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.

Manufacturer narrative:
(B)(4). Additional information: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review was not performed as the lot information was unknown. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during use. The technical service representative (tsr) advised the patient to restart therapy with new supplies. The patient discarded the supplies. No patient injury or medical intervention was indicated at the time of the initial report.